Event description:
The patient experienced increased spasticity. A dye study was performed and was negative. A CT confirmed intrathecal placement. No alarms appeared in the pump logs. Csf flowed briskly when the pump was disconnected from catheter. No kinks in the catheter were observed. The managing physician wanted the pump replaced, so the surgeon replaced it. The managing physician wanted a bolus programmed on the back table from the old pump to confirm flow; a single bolus was programmed and drug was observed from the cap (catheter access port). The patient demonstrated no acute infection that would have caused the increased spasticity. The device system was used to deliver baclofen. Additional information has been requested a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).